Manufacturer narrative:
Correction to h3: field h3 incorrectly checked "not returned to manufacturer" on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the loss of image was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to the failure of the imaging unit, the screen went black and no image was displayed. Due to the loose insertion tube, there was rattling at the connection between the insertion tube and the operation part. The adhesive of the bending section cover was missing. Scratches on the light guide cover was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope displayed no image. There were no reports of patient harm associated with event.